Event description:
The hospital reported that the heater wire looked detached form the jaw when taking out of box. The device was inspected prior to use. Nothing detached inside the patient. Device was not used in procedure. A new device was used for procedure. Minimal delay in case to open a new device. No patient injury. Per the photo, it shows that the heater wire is lifted and appears to be twisted.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/15/2025. Photographs were provided by the account. A photographic evaluation was conducted. Sings of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact the heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. An investigation was conducted on 12/15/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for "material twisted/bent". A visual inspection was conducted. The tool had been removed from the sealed packaging tray therefore indicating that the sterile barrier had been broken. There were no signs of clinical use or evidence of blood observed on the harvesting device. The heater wire anchor was observed to be detached from the tip of the hot jaw. The heater wire was bent and twisted significantly. Upon closer investigation it was observed that the heater wire anchor had been bent to a perpendicular position relative to the heater wire. This is not the original position of the anchor as the heater wire anchor is normally positioned parallel to the heater wire. Upon closer investigation of the hot jaw it was observed that the silicone fastening feature hole, where the heater wire anchor is normally seated, had been damaged. The damage to the heater wire anchor and the silicone on the hot jaw indicate that there was a force exerted on the area where the heater wire anchor was seated in the silicone fastening feature hole. Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot #3000468933 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.